Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 087 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: a review of the black box data and alarm history revealed a call service alarm had occurred. During investigation, the pump alarmed with a call service (cs 069) when the pump was powered on. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed a dim, discolored display screen.